Manufacturer narrative:
The power flex circuit component jp 4 pin 2 was burned and the pigtail adapter pin 3 was burned. The carefusion service tech replaced the pigtail adapter and the power flex circuit to correct the problem.

Event description:
It was reported by the customer that the pigtail was not allowing power to the ventilator. The customer had removed the pigtail from the ventilator and the charger. During a visual inspection of the ventilator, the carefusion service tech found the pigtail adapter and power flex circuit were physically damaged with burned pins.